Event description:
It was reported that they have two implantable neurostimulator (ins). The 1st one they charge almost every other week but the other ins they charged it every 3 days and went to every 2 days in the past couple of months and then now they have to charge it daily. Patient's other ins depletes quicker than the other one. Patient said they have been using one recharger for both ins. Patient said that they might increase the stimulation one notch this year. Patient confirmed controller battery at 100% and ins at 70%. Agent reviewed information and charge frequency duration. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Due to the patient having multiple implants, it was unknown which implant was causing the issue brand name intellis; product ID 97715 (serial: (B)(6); implant date: (B)(6) 2024; brand name intellis; product ID 97715 (serial: (B)(6); implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from patient(pt) was received stating that the charging device changed over the year and that used to be every 4 days and now they must charge daily. Pt said they were sent a new paddle and they're back to charging every 3 days. Pt also mentioned that the issue seems to be resolved for now. Pt provided controller model number when asked for implant serial number that is having the issue. Pt mentioned that they were told that they would only have to charge maybe once a week, so having to charge every 3 days is very inconvenient. Pt also mentioned they had to get two batteries instead of just one which was put in the wrong place and that they had to go through a second surgery to move it. Pt mentioned that so far they have not been happy with the device and that they will be going back to another brand when its time to replace.